Event description:
It was reported that this system required an additional procedure post-implant. The local representative was asked to check the shock impedance. The low energy shock impedance was 45 ohms, over a week later it is 35 ohms. Technical services discussed the impedance changes with the caller. The patient is being followed via the latitude monitoring system. There were no additional adverse patient effects. The system remains implanted.